Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue for the sterrad® nx unit was reviewed for the prior six months from open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter cartridge, male connector and vacuum pump oil were not returned for further evaluation. The assignable cause of the haze/mist is likely due to the oil mist filter cartridge, male connector and vacuum pump oil. The fse replaced the parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Initial reporter phone #: (B)(6). A field service engineer was dispatched to the customer site. The oil mist filter cartridge, male connector and vacuum pump oil were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: cmp (B)(4).

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered an oil mist or haze emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.